Event description:
Angioplasty balloon ruptured during angioplasty of arm fistula. Catheter removed, balloon completely stripped off catheter and remained inside fistula-pt required surgical intervention for removal of balloon fragment-no permanent sequllae to pt.